Event description:
The distributor reported the system was used on a female pt for morphin-therapy reasons. The pump was programmed as followed: basal flow rate: 0 ml, bolus dose volume: 0,5 mg; bolus lockout time: 10 min. During a later check, it was noticed that the whole volume of the medication was applied. The pt was drowsy but it was possible to wake her up with touch. Because of the overdose, an antidot was immediately applied. The pt became accessible and no further complications were reported.

Manufacturer narrative:
Additional testing of similar ambit cassettes indicated that if the instructions for use were not followed and the cassette bottom was not completely snapped into place, an over infusion may occur.